Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that the patient called his local manufacturer representative (rep) today, and the rep told him he needs an antenna replacement. The patient was charging during the call, and the ins was nearly empty and he had 8 black coupling boxes. The patient stated that stim was off, however the patient was successfully able to turn stim back on. Shortly after turning stim on, the patient got the 376 code, antenna temp failure. The patient stated that stim stopped. Later in the call, the patient stated ¿all of a sudden it isn't working¿. The patient stated that he has not had it charged for 4 except for one time. The patient stated that he did not know if he would have to reboot it again, as this happened last year. The patient noted that he charges every night, checks to see he gets all his bars lays in one position, and when he wakes up, it is charged. The patient noted that he has a meeting with his rep on (B)(6), if the antenna does not resolve the issue. The patient additionally noted that he has his back as high as he can go and does not hardly feel it and his legs about halfway. The patient was talking about the feeling of the stimulation settings he normally uses every day. The patient stated that he uses a full battery every day. No further complications were anticipated/reported. [Please see pe# (B)(4) for information regarding the patient having to ¿re-boot¿ in 2017]

Manufacturer narrative:
Product ID 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the antenna worked perfect. They were charging now. Everything worked well. The 376 code and the stop in stimulation had resolved. No further complications were reported or anticipated.